Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the control panel of the sorin centrifugal pump system with tubing clamp displayed an error code and he driver stopped running during cec. The patient outcome is unknown. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the control panel of the sorin centrifugal pump system with tubing clamp displayed an error code and the driver stopped running during cec. The patient outcome is unknown.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. However, the device was replaced as a precaution. The replaced device was returned to sorin group (B)(4) for evaluation. A 2 hour functional test was unable to reproduce the reported issue. However, a loose connection on the voltage cable was identified during the hardware analysis on an internal board. This loose connection could have led to the reported issue. The cable was properly connected and subsequent testing did not identify any issues. The board was replaced as a precaution due to age. A technical safety inspection was performed and the device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.